Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Updated initial reporter and reporter's state: (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the visual inspection of the returned plate has shown that the head section is strongly damaged. There are strongly wear marks and scratches visible on the surface of the instrument. Functional test: it is not possible to perform a functional test as the plate is strongly damaged. Dimensional inspection: due to the strongly damages the relevant dimension could not be measured. Document/specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Summary: the received condition of the part is concordant with the complaint description and the complaint condition is confirmed. This lot was manufactured in january 2018 according to the specification. There were no issues during the manufacturing of the product that would contribute to this complaint condition. Unfortunately, we are not able to determine the exact cause which has let to this occurrence. Based on the visible damages we have to assume that the plate got damaged during removal. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history: part number: 04.168.000s. Synthes lot number: l712498. Manufacturing site: grenchen. Release to warehouse date: 03. Jan.2018. Expiry date: 01. Dec. 2027. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of report/date rec'd by MFR: it was determined to be reportable when device was received at jnj facility occupation: reporter is company representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes, reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient underwent a surgery with femoral neck system (fns). On an unknown date, the pseudarthrosis was found. On (B)(6) 2019, a reoperation to remove fns and total hip arthroplasty was operated. During the reoperation, the surgeon could not remove the locking screw in question and used the extraction screw. However, the extraction screw got broken in the screwhead. The fragment and screwhead were removed by using an airtome (surgical instrument) and the screw was extracted during drilling of the bone with a hollow reamer. The surgery was delayed by 45 minutes. This report captures the event in (B)(6) 2019¿s reoperation and related complaint (B)(4) captures the pseudarthrosis event after the initial surgery. This is report 3 of 3 for (B)(4).